Event description:
The pump was returned to the materials management department with an unsigned note that stated, "device constantly alarms for occlusion." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, air was noted in the tubing distal to the pump with no alarm. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.